Event description:
The user facility reported that a 65-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. The clinical staff was unable to get the device into a stable position with adequate flows. The device was removed, a new one was prepped and inserted without issue. There was no harm reported to the patient.

Manufacturer narrative:
The investigation into the reported pump position issue was completed. The device was not returned for evaluation. The root cause could not be determined as neither product nor data was returned. No further information was provided. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.